Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. Linked to mfg. Report number: 3004608878-2018-00024.

Event description:
This is 2nd of 2 reports (similar malfunction, different procedures). A customer reported that on an unknown date, the knob index of the a3059 mayfield composite series skull clamp broke. The product was not in contact with the patient since the issue was found prior to patient use; hence, there was no patient injury. The event did lead to a 30 minutes increase of surgery time due to having to take another system and repeat the patient¿s positioning.

Manufacturer narrative:
Investigation completed 03/08/2018. Internal indexing details of knob was broken. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 12-oct-2015 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The complaint is confirmed. There is visual evidence that device was dropped or hit which is most likely reason for the complaint event.